Event description:
It was reported that the catheter tip was fractured. A 135/10 renegade hi-flo kit was selected for use. Upon unpacking, it was found out that the microcatheter tip was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.